Event description:
On (B)(6) 2010, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2011, the patient reported an allergic reaction to the stent-grafts. No test results are available to diagnose a possible allergic reaction, however.